Event description:
Mother reported the date and time on the infusion device has changed by itself several times, and this had resulted in hyperglycemia due to the wrong basal rate being delivered for that time period. This last occurred on (B)(6) 2012. Pt's blood glucose was 400 mg/dl in the morning, and her normal blood glucose is 120 mg/dl. Her mother treated her hyperglycemia by delivering insulin via a pen. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.